Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a 110b "the proximal pressure is not measured, and pressure-related alarms are compromised" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that a 110b "the proximal pressure is not measured, and pressure-related alarms are compromised." Error occurred. The manufacturer's product support engineer (pse) evaluated the device and confirmed the occurrence of the 110b error code in the event log. After replacing the flow sensor assembly, checking and cleaning the device, and successfully performing tests, the pse verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.